Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the reservoir compartment was cracked and pieces was missing. The customer¿s blood glucose level was 126 mg/dl at the time of the incident. The customer also stated that the reservoir was able to lock in place. The customer was advised to discontinued the use of insulin pump and revert back up plan as per health care professional. The insulin pump will be returned for analysis.